Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and no capture. It was noted that the rv lead dislodged. A computerized tomography (CT) scan showed that the rv lead perforated the pericardium. The rv lead was explanted and replaced.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.